Event description:
Physician had used system twice before. The physician catheterized the vein, backflow into tubing. The needle is withdrawn into the tubing in the plastic safety housing that protects needle. Needle attached to wire. When wire withdrawn there was resistance, the physician pulled on wire firmly, it fractured and punctured the tubing close to the butterfly. The wire went into the physician's finger.